Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device was immersed and died was confirmed. An assessment was performed on the device which determined the unit had no power. It was further noted that the electric control unit (ecu) and some other internal components were damaged. The assignable root cause was determined to be due to the device being immersed during cleaning, which is failure to follow directions for use. This is further defined as misuse, abuse, and possibly user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the small battery drive device was immersed and died. During in-house engineering evaluation it was found that the device had no power. The event was not reported to have occurred during surgery. It was not reported if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.